Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: per biomed rich, patient was at end of life. With a final exhalation, a bolus contaminated the expiratory valve and may have gone further into the vent. Some of the same contaminant has dripped out of the base of the vu and down the trolley. He needs the vent inspected and tested to return to service.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: per biomed rich, patient was at end of life. With a final exhalation, a bolus contaminated the expiratory valve and may have gone further into the vent. Some of the same contaminant has dripped out of the base of the vu and down the trolley. He needs the vent inspected and tested to return to service.